Event description:
It was reported that the scrub tech had difficulty loading the aq2003v silicone three piece lens and the haptic tore off, as the surgeon inserted it in the eye. The lens was removed without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval results - visual inspection of the returned product showed that a haptic was torn off and pieces of the optic were torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears included: both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.